Event description:
Customer called to report an abo mistype. A known a positive donor sample was tested on the galileo (fwd_aborh assay) and it reported as an ab positive.

Manufacturer narrative:
Fwd_aborh testing was performed on an in-house galileo with the customer's donor segment and in-house donor samples of known abo/rh types, using returned and retention anti-a, lot 101682, and anti-b series 3, lot 203236. All in-house donor samples were interpreted as expected. The returned sample was interpreted as a positive, with returned and retention products.